Manufacturer narrative:
This event is the first of two reported events concerning the same ventilator. During this occurrence, the reported problem was not reproduced. As a preventive measure, the control printed circuit board (pcb), responsible controlling the ventilation, was replaced and the ventilator was returned back into service. No goods were returned for investigation. Our conclusion is that the problem remained latent and was not resolved. The issue was solved after the second event where the air gas module was replaced. The investigation results and evaluation codes for this event is therefore contained in the MFR report# 8010042-2017-00467 for the second event.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to the patient, there were fluctuations in o2 concentration with alarms. There was no patient harm. (B)(4).